Event description:
It was reported that the handpiece is not working. No information provided about procedure or when it happened. No pt consequence.

Manufacturer narrative:
Date sent: 3/3/2009. Evaluation summary: the hand piece was returned with the nose cone cracked and a loose mount. The analysis was performed and was found that the hand piece no longer meets the specifications for phase margin. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.